Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: 105924, item name: rnglc lnr 32mm hwall 24, lot #: 489470; item number: 192111, item name: echo por fmrl lat nc 11x135mm, lot #: 977890; item number: 16-116054, item name: rnglc+ ltd hole shell sz54, lot #: 517790. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09989. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision approximately 4 months post-implantation due to recurrent dislocation. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
UDI number: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.